Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had their implant removed in (B)(6) 2011. The patient stated that the device never gave them much pain relief. The patient also mentioned that they had to get another back fusion, their fourth one. It was unknown when the issue occurred. Indication for use is chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient first started to experience the issue of the device not providing much pain relief as soon as it was put in, (B)(6) 2011 (it should be noted that this contradicts the manufacturer's information which shows the patient was implanted in (B)(6) of 2008). They had experts adjust their device numerous times to no avail. The patient was devastated that it didn't help them. They reported that they weighed between (B)(6) pounds. No further complications reported.